Manufacturer narrative:
(B)(4). There was no alleged device malfuction. The complaint states that the patient experienced diabetic ketoacidosis (dka) on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of dka.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report issues with insulin pump that resulted in diabetic ketoacidosis (dka) on (B)(6) 2015. Patient reported vibe alerted her of the high blood glucose (bg) level, 367mg/dl. Patient changed the sensor and pump and administered bolus, but reports bg level would not go down. Patient tried to take humalog, but reports bg level still did not go down. Patient began vomiting and became dehydrated. Patient reported bg level reached approximately 700mg/dl at the time of the event. Patient reported brother in law took her to the hospital the following morning, (B)(6) 2015. At the time of contact, the patient reported that primary crisis was hyperglycemia and insulin pump was functioning properly, alerting patient of high bg levels. Additionally, patient reported to be at home and not under medical care at this time. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).